Manufacturer narrative:
Smith & nephew is aware of the delay in reporting and are reviewing with the local distributor in the region to increase timeliness of reporting.

Event description:
It was reported when using the second anchor on the fast-fix 360 device the t2 would not deploy. An alternate device was used to complete the procedure.

Manufacturer narrative:
One fast-fix 360 curved needle delivery systems was returned for evaluation. Only the insertion device was returned no suture or ts. Needle is bent dramatically on two planes. The device was functionally tested for proper actuator advancement and cycling and was found not to function due to the bent needle. Per the device IFU under warnings ¿do not bend the delivery needle. The fast-fix 360 devices are manufactured with straight or curved delivery needles. Intentional bending of the delivery needle may make it difficult or impossible to deliver the t1 and t2 implants. If the delivery needle has been inadvertently bent, or if resistance is encountered during deployment, a new delivery device may be needed.¿ no root cause related to the manufacture of the device can be established. A review of the device history record was performed which confirmed no inconsistencies. No further investigation is warranted at this time.